Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique, fever, vomit, diarrhea and bacterial peritonitis in an approximately (B)(6) female patient coincident with dianeal unknown therapy. On (B)(6) 2010, the patient began treatment with dianeal unknown, (dose, frequency and lot number not reported), intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced fever, vomit, diarrhea and bacterial peritonitis, manifested by abdominal pain and cloudy effluent. On (B)(6) 2011, the patient was hospitalized for the bacterial peritonitis. On an unreported date, the patient was treated with unspecified antibiotics. At the time of this report, the bacterial peritonitis was ongoing. The outcome for the events of break in aseptic technique, fever, vomit and diarrhea were not reported. The root cause of the bacterial peritonitis was a break in aseptic technique. Dianeal unknown therapy was reported as ongoing. The nurse believed the event of bacterial peritonitis was not related to dianeal therapy, however did not provide an opinion of causality for the events of break in aseptic technique, fever, vomit and diarrhea.